Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. It was found that the customer's centrifugation time and speed of 3 minutes at 5200 rpm may be too short and too fast. The field service engineer (fse) found a hole in the cleaning nozzle tubing- and replaced it. The fse also cleaned the reaction disc debris, replaced all cuvettes, and ran an incubation bath exchange successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 150 mmol/l. The customer questioned the fluctuation in the patient results and repeated the sample. The sample was repeated on another analyzer and the result was 141 mmol/l. The repeat result was deemed correct.